Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the programmer rf (radio-frequency) head would not interrogate and failed testing. The cable was replaced. (B)(4).

Event description:
The programmer rf (radio-frequency) head accompanied the programmer. It subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications have been reported as a result of this event.